Event description:
A gore viabahn endoprosthesis was delivered and deployed to the site. During the process of removing the delivery system catheter, the stent remained attached to the delivery catheter. Multiple attempts to place a wire and balloon to the site to release the delivery catheter from the stent was unsuccessful. Patient taken to operating room for removal of gore viabahn endoprosthesis and delivery system and repair of popliteal artery aneurysm.

Manufacturer narrative:
Review of the manufacturing records verified the lot met all specifications. Note: the device was retained by the hospital risk management.